Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient had an initial right total hip arthroplasty. Subsequently, it was reported that the patient experienced high metal ions. No further details or outcomes provided. It was reported that no further information could be provided.